Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2021 due to high blood glucose level. The blood glucose level of customer was 900 mg/dl. Customer had experienced symptom related to reported incident including feeling sick or unwell. Customer stated that insulin pump had taken over an hour to deliver a bolus of ten units. Insulin pump was not giving the insulin that customer needed. Insulin pump had passed self test and a displacement test. Customer ran a 5 unite fill cannula which took 3 minutes to deliver but hardly any insulin came out. Customer was treated with intravenous insulin drip. The insulin pump will be returned for analysis.